Manufacturer narrative:
Patient programmer model 8835, serial# (B)(4), implanted: na, explanted: na, catheter model 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk, (B)(4).

Event description:
A catheter fracture was reported. It was noted that the patient had increased pain. A catheter access port (cap) contrast dye study was done, results were a catheter fracture. The catheter was "replaced" (B)(6) 2013. It was noted the severity was mild. Patient recovered without sequellae. The device was to be returned to manufacturer. The device system was used to infuse hydromorphone, baclofen and clonidine.